Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing a kinked cannula incident on (B)(6) 2025. The patient noticed symptoms more than 3 hours after inserting the infusion set. The infusion set had been in use for less than 24 hours when the issue was detected. The insertion site for the cannula was on the patient's stomach. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.